Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the cable was damaged, and the positioning leds (light emitting diodes) did not light.